Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon fired the er320 instrument, to clip on cystic artery, the clip did not come out properly. The surgeon fired the device outside the pt and had the same result. There was no consequence to the pt.